Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell of event on 22-jan-2024. The infusion set was in use for about an hour. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: test results and device history record (DHR) review: this lot number 6002636 and malfunction code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type) has been evaluated through previous complaint investigation records: (B)(4) for the samples evaluation and (B)(4) for the DHR review. Therefore, the form (B)(4) does not require to be filled in again and those test/review can be leveraged. Trending: a query was run in database on 30/jan/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6002636 and another 1 complaint has been registered in database for the same lot 6002636 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defects on tests for reference samples, no non-conformance (nc) (B)(4) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-04609. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6002636 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "adhesive patch lifts or detaches during use." Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6002636 was manufactured according to the work instruction version 106 manufactured in the line (B)(4), on 13/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code adhesive patch lifts or detaches during use." And lot 6002636 and other 2 complaints have been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, other nine complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (mqr) procedure

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4), MDR 3003442380-2024-04609. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The reference samples for the lot: 6002636 have already been previously tested in the (B)(4) on 29/jan/2025. Flow test was performed. All test results were within specifications. And additional tests for the reference samples were documented for the malfunction "soft cannula found bent upon removal from infusion site", visual inspection on the soft cannula was performed under section 6.44. All results were found within specifications as per the test report database (B)(4) complaint test. Device history record (DHR) review: the lot: 6002636 was manufactured according to the work instruction version 106 manufactured in the line 3, on 13/aug/2023, with a total of (B)(4) units. Test 6 other :1 sample with contamination. According to the extended sampling has been accepted. Therefore, the review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Failure is not related to the malfunction reported in this complaint. Trending: a query was run in database on 31/jan/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot: 6002636 and no other complaint has been registered in database for the same lot: 6002636 and malfunction code. Conclusion summary of the related event: as a result of the following: harm reported as non-reportable, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required, non-conformance (nc) raised not related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.